Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error and settings issues were verified in the pump logs; however, no failures were identified.

Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the pump time was off by one hour due to local time change. Customer corrected time. The customer's blood glucose level was 89mg/dl.